Event description:
It was reported that the patient presented to the hospital for a routine pulse generator changeout. During the procedure, it was noted that the setscrew of the header was stripped. The device was explanted and replaced and the patient was stable before, during, and after.

Manufacturer narrative:
The reported field event of setscrew issue was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.